Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device qdbbpjq0 lot number, and no non-conformance's were identified to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? Was re-suturing performed? Patient's current status?

Event description:
It was reported that a patient underwent a vaginal childbirth on (B)(6) 2021 and suture was used. During the procedure, suture was used for sewing first degree perineal laceration. On (B)(6) 2021, the perineal wound began to heal. No redness, swelling and secretion were observed, and the patient was discharged from the hospital. On (B)(6) 2021, the patient returned to the hospital for reexamination and found poor healing of the perineal wound and the absorbable suture was not absorbed. The suture was removed and disinfected regularly to observe the wound healing. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 08/04/2021. The following information was requested, but unobtainable/unavailable: was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? Was re-suturing performed? Patient's current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.